Manufacturer narrative:
This patient received left tmj implants in (B)(6) 2017. According to the surgeon, the patient had significant scar tissue in a multiply operated site resulting in poor tissue quality and a 3 cm dehiscence. At the time of the (B)(6) 2018 explant surgery, a free fibula flap was performed. The surgeon is planning on placing revision components after the patient's dehiscence has healed.

Event description:
The patient's left tmj devices were removed due to dehiscence.